Manufacturer narrative:
(B)(4). Batch # = m91z71. The er320 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident the device was functionally evaluated. Upon firing of the device, the remaining 3 clips were ejected due to the condition of the jaws; finally the instrument locked out as intended. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. Batch # unk. Additional information was requested and the following was obtained: can you confirm whether or not the jaw of the device cut the cystic artery? Unknown. Or did a clip cut the cystic artery? Unknown. Please quantify amount of bleeding that occurred (mls). Small amount. Was a transfusion required? No. Did issue result in change of procedure or alteration in post-op patient care? No. What is the current patient status? No patient consequence was reported.

Event description:
It was reported that during a gall bladder procedure, during use the device did not work properly. The clips were not automatically reloaded and this lead to a bad clamping. There has been a tear of the cystic artery and a bleeding. Another like device was used to complete the procedure.